Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was used during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6) 2013 in the common bile duct (cbd). According to the complainant, the patient had a pancreatic head mass with a percutaneous strain. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician moved the percutaneous strain to the upper hepatics and using this placed a guidewire into the biliary system. The physician began to deploy the stent but noted under fluoroscopy that the proximal end of the stent was not releasing. The stent was reconstrained with noticeable resistance. The physician again attempted to deploy the stent but it would not completely deploy within the patient. The device was removed from the patient partially deployed. The procedure was completed with another two wallflex biliary uncovered stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 65mm. The distal handle was retracted past the reconstrainment limit, 20mm distal to the proximal handle. It was noted that the inner lumen was exiting at the guidewire access port and the outer sheath was kinked between 8m and 37mm distal to the blue outer sheath. During analysis an attempt could not be made to reconstrain the stent as the reconstrainment limit had been exceeded. No issues were noted with the stent; however, the inner was kinked consistently with where it had exited at the guidewire access port. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was used during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6) 2013 in the common bile duct (cbd). According to the complainant, the patient had a pancreatic head mass with a percutaneous strain. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician moved the percutaneous strain to the upper hepatics and using this placed a guidewire into the biliary system. The physician began to deploy the stent but noted under fluoroscopy that the proximal end of the stent was not releasing. The stent was reconstrained with noticeable resistance. The physician again attempted to deploy the stent but it would not completely deploy within the patient. The device was removed from the patient partially deployed. The procedure was completed with another two wallflex biliary uncovered stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.